Manufacturer narrative:
The device was not returned for evaluation. Issue most likely due to patient's abnormal anatomy. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
According to the reporter, the physician was not able to complete registration during an enb procedure to place fudicials. The physician aborted the case and the patient was under general anesthesia. The patient had an abnormal anatomy, a previous left upper lobectomy. There were no patient complications reported.